Manufacturer narrative:
During a follow up call, the customer later confirmed that the reported issue was resolved with the replacement blade, and that the blade used during the event is currently in route to verathon for evaluation. Should the device be returned or additional information is received, a supplemental report will be submitted in accordance with 21 cfr 803.56 with the additional information. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope titanium lopro t4 blade, the image would disappear intermittently. The procedure was completed using another t4 blade; however, the amount of time it took to prepare the back-up device was not known. No harm to the patient or user was reported.

Manufacturer narrative:
The glidescope lopro t4 blade was returned for further evaluation. A verathon technical service representative evaluated the returned blade where they were unable to duplicate the reported intermittent image issue. However, they were able to duplicate the reported cloudy image. A visual inspection of the blade showed that the camera lens cover had a scratch that affected the quality of the image. The glidescope omm states: "before every use, ensure the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged." Since the customer received a replacement and there are no repairs available for this device, the returned blade was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.